Event description:
It was reported that pump displayed non-resettable malfunction code 13 with associated fault ID and no notable events occurred prior to issue. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.